Event description:
In 2009, the patient reported that for about 2 weeks the previous month, he had elevated blood glucose readings in the mid-200's mg/dl and "I just couldn't get my numbers down." He said this issue stopped about 2.5 weeks ago although he has not done anything different. His fasting target blood glucose range is 95-100 mg/dl. He had no physical symptoms and he corrected his readings by bolusing insulin via his infusion device. Troubleshooting did not find any product issues. The patient did not require assistance from a health care professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.